Event description:
Central right intrahepatic biliary ducts. The micro wire was barely passed into the duct when the wire was partially sheared, the core and outer portion FDA safety report ID # (B)(4).